Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) had a purge disc issue upon set up. The aic was not recognizing the purge disc and would not go to the next step. This process was repeated multiple times with same issue. The aic was replaced.

Manufacturer narrative:
The investigation has been completed. The automated impella controller was returned for investigation. The imc logs from the complaint date revealed that the console issued purge disc not detected alarm. The console was examined after arriving in field service. A broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. The root cause of the reported issue was a broken purge disc flag.